Event description:
It has been reported to philips that the system would not produce exposure or fluoroscopy. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system wouldn¿t produce exposure of fluoroscopy. No further information regarding the issue has been provided. No service has been performed by philips since the service was performed by the third-party service. To date, there have been no further reports of this issue. The codes were updated based on investigation summary.